Manufacturer narrative:
Investigation evaluation description of event: as reported, during a ureteroscopy, the stone was found to be in the bladder and a cystoscopy was performed. An ncircle delta wire nitinol tipless stone extractor, was used with a rigid cystoscope. The handle of the ncircle delta wire nitinol tipless stone extractor felt stiff and was harder to push to the open position while "deflecting, " the basket would not completely close, making it difficult to extract the small stones. It is believed they opened a second same device to retrieve the stone. The total procedure was completed in less than 15 minutes. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire nitinol tipless stone extractor was returned in an open package with label. The basket opened and closed when the handle was actuated. There was a slight bend/kink on the proximal end near the support tubing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaints similar with the complaint device lot. The two complaints had similar reported issues, however based on the device examination findings, the issues could not be traced to a specific root cause. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. A definitive cause of the reported difficulty could not be determined. It is possible the bent in the support tubing made it difficult for the customer to open the basket. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, the stone was found to be in the bladder and a cystoscopy was performed. An ncircle delta wire nitinol tipless stone extractor, was used with a rigid cystoscope. The handle of the ncircle delta wire nitinol tipless stone extractor felt stiff and was harder to push to the open position while "deflecting, " the basket would not completely close, making it difficult to extract the small stones. It is believed they opened a second same device to retrieve the stone. The total procedure was completed in less than 15 minutes. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.